Event description:
It was reported that this patient presented to the emergency room with mental status changes, fever, and the overdose symptom of hallucinations. The morphine started for this patient was suspected to be too high. The patient was hospitalized and the pump was programmed to minimum rate. The device system delivered infumorph. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.